Event description:
It was reported that the ilet user experienced hyperglycemia with blood glucose in the 300s after eating at an event that included dessert and french fries, and the user did not enter a meal announcement. Symptoms included hyperglycemia without reported adverse clinical effects. Outcomes included resolution of hyperglycemia, with current blood glucose at 120 mg/dl, and no hospitalization. Investigation included troubleshooting and education focused on missed meal announcements and high glucose management. Investigation of this case revealed that the device functioned as designed and that the event was attributable to a missed meal announcement leading to postprandial hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to missed meal announcement.